Manufacturer narrative:
Complaint conclusion: the complaint received states that the sds balloon ruptured when the cypher stent was implanted. The patient was admitted for a procedure with a lesion in the mid left anterior descending artery. The lesion had an acute occlusion with timi flow of 0. A wire was passed and aspiration of the occlusion was performed resulting in suboptimal timi flow of 1. A balloon catheter was used to pre-dilate the lesion and timi flow of 3 was restored. Next, a 2.5 x 18mm cypher select plus stent was used, however, the balloon 'exploded' at the time of inflation. This occurred before reaching nominal pressure. A slow flow pattern was observed. A non-compliant balloon catheter was used to post-dilate the cypher stent and normal flow was resorted. There was no report of injury for the patient and the stent remains implanted. One non sterile cypher select + 2.50x18mm was received coiled inside a plastic bag. The balloon was already inflated. Residues of inflation medium were observed in the inflation lumen. Burst was observed in proximal end of balloon. Sds did not show any damage. Pressurized water was applied to the catheter using an indeflator, and a leak was observed at the proximal seal area of the balloon. Sem results showed that the proximal seal external surface exhibited evidence of elongation on the burst area and abrasion near the burst. It seems that prior to the burst an amount of pressure accumulated on the burst area causing the burst; however, this could not be conclusively determined. When the proximal seal was cross-sectioned it was observed that the wall thickness was not reduced; however, when it was longitudinally cut in order to appreciate the inner surface, it was observed that the wall thickness was reduced near the burst area, this could be related to the elongation condition. The proximal seal internal surface did not show evidence of damage. This proximal seal burst failure exhibited no other surface anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed; the root cause could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. It is likely that procedural factors could have contributed to the damage found. (B)(4). Therefore, no corrective or preventive actions will be taken. The reported failure was confirmed; the root cause could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. It is likely that procedural factors could have contributed to the damage found. One non sterile cypher select + 2.50x18mm was received coiled inside a plastic bag. The balloon was already inflated. Residues of inflation medium were observed in the inflation lumen. Burst was observed in proximal end of balloon. Sds did not show any damage. Pressurized water was applied to the catheter using an indeflator, and a leak was observed at the proximal seal area of the balloon. Sem results showed that the proximal seal external surface exhibited evidence of elongation on the burst area and abrasion near the burst. It seems that prior to the burst an amount of pressure accumulated on the burst area causing the burst; however, this could not be conclusively determined. When the proximal seal was cross-sectioned it was observed that the wall thickness was not reduced; however, when it was longitudinally cut in order to appreciate the inner surface, it was observed that the wall thickness was reduced near the burst area, this could be related to the elongation condition. The proximal seal internal surface did not show evidence of damage. This proximal seal burst failure exhibited no other surface anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed; the root cause could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. It is likely that procedural factors could have contributed to the damage found. (B)(4). Therefore, no corrective or preventive actions will be taken.

Event description:
The patient was admitted for a procedure with a lesion in the mid left anterior descending artery. The lesion had an acute occlusion with timi flow of 0. A wire was passed and aspiration of the occlusion was performed resulting in suboptimal timi flow of 1. A balloon catheter was used to pre-dilate the lesion and timi flow of 3 was restored. Next, a 2.5 x 18mm cypher select plus stent was used, however, the balloon "exploded" at the time of inflation. This occurred before reaching nominal pressure. A slow flow pattern was observed. A non-compliant balloon catheter was used to post-dilate the cypher stent and normal flow was resorted.

Manufacturer narrative:
The following products were used during the index procedure: a bmw guidewire, a 2.5 x 15mm maverick balloon catheter and a quantum non-complaint balloon catheter. This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.